Event description:
Baclofen pump and catheter implanted on (B) (6) 2008. We were unable to achieve appropriate tone reduction. Work-up determined the catheter had a significant laceration requiring replacement of the intrathecal catheter. Pt's weight: (B) (6) kg.